Manufacturer narrative:
Continuation of d10: product ID 97745nt, lot# serial# (B)(6), product type. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that the cause of the issue was that a1, 2, 3 kept coming on after shutting down. They were directed to lower them to 0, and now they are working okay. They stated that they use c2 most of the time. The issue was resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was patient states they are having an issue with the battery to the spinal cord stimulator. Patient states they only use c2 and somehow a1-3 are coming on and has to lower all the programs within a. Pt states she will lower to 0 and still will show on and c is off. Pt states they never use those and they are turned on. Patient will sit down on the couch and their leg is just vibrating off and will look at the battery and it will say pt is in group a with 1-3 on. Patient service specialist advised to reset controller and after reset the controller was blinking green. Controller 70% and implanted neurostimulators 40%. Agent reviewed how to change groups and how to turn on/off and reviewed basic instructions on changing groups. The patient was redirected to their healthcare provider to further address the issue. Pt states they will contact the manufacturer representative (rep) and have the device checked further.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.